Event description:
It was reported that during pre-use inspection, the distal end of the broncho videoscope was found to have sustained damage, likely caused by an argon plasma device or its beam. The damage appears to be a combination of burning, charring, and potentially melting, depending on the thermal properties of the plastic at the distal end. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A burn was identified on the c-cover of the device. Based on the results of the investigation, the cause could not be established. The investigation findings did not lead to a definitive conclusion regarding the root cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.